Manufacturer narrative:
This is a supplemental report to provide additional information. Guide sheath and guiding device (curette forceps) were returned to olympus medical systems corp. (Omsc) for evaluation. The guide sheath had the x-ray opaque chip removed. The tip of the tube was deformed into an elliptical shape. From the fixing marks of the x-ray opaque tip remaining on the tube, we confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. There was no deformation or crushing on the outer diameter of the x-ray opaque chip. The insertion part of the guide sheath was deformed and crushed at a position of about 150 mm and 500 mm from the tip. When the appearance of the guiding device was checked, there was no deformation. When the outer diameter of the guiding device was confirmed, it was as specified and was equivalent to the product. When we tried to stick out by combining our guide sheath and the actual guiding device, it was able to stick out smoothly. There were no other abnormalities that could lead to the event you pointed out. The manufacturing record was reviewed and found no irregularities. Based on the results from duplication test in the past, it has been confirmed that the radiopaque tip falls off when the distal end of the guiding device is bent near the radiopaque tip. It has also been confirmed that the radiopaque tip falls off when the distal end of the guiding device was attached/detached to the guide sheath near the radiopaque tip or moved back and forth. Based on the condition of the device, and situation of the occurrence of the reported event, a likely cause of the detachment of the radiopaque tip might be the following. The distal end of the guiding device was bent when it was inserted into the guide sheath. The joint of the guiding device got stuck in the radiopaque tip. The guiding device was moved back and forth when the joint of the guiding device was getting stuck in the radiopaque tip, or the bent distal end of the guiding device was pulled in the direction to withdraw the guide sheath. The radiopaque tip was pushed and pulled when it was getting stuck in the guiding device. As a result, the radiopaque tip displaced. The radiopaque tip detached when the guiding device was moving back and forth. The tube of the guide sheath was possibly pinched strongly when it was inserted into the endoscope, or during pre-inspection. This might have caused the tube to crush. However, the exact cause of the event could not be identified. The above device handling has warned in the instruction manual as follows. When inserting the guiding device in combination with the guide sheath into the endoscope, keep the tip of the guiding device straight. If it is not kept straight, the tip will bend and suddenly protrude from the tip of the endoscope, which may lead to perforation, major bleeding, mucosal damage, etc., or damage to the endoscope, guide sheath or guiding device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the customer. *during a bronchial endoscopy, the subject device was used. When the curette forceps was inserted into the guide sheath after inserting the guide sheath into the patient, the radiopaque tip of the guide sheath fell inside the patient's bronchus. When the user performed the originally planned lung surgery, the user retrieved the tip from the bronchus where had been confirmed by CT before the surgery.